Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the imaging processor computer board. The system operates as intended.